Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced the universal surgical manipulator (usm) 4 to resolve the reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that universal surgical manipulator (usm) 4 was blinking yellow constantly. Technical support engineer (tse) recommended pressing and releasing the port clutch, repositioning the usm and power cycling the system but the issue persisted. Tse reviewed the logs and found 31009 error. Tse had the customer examine the presence pins and found no visible failures. Issue persisted and did not resolve. There was no report of patient involvement or patient injury.